Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was over 600 mg/dl at time of incident. The customer was not assisted with troubleshooting for high blood glucose. Customer was stopped using the insulin pump on (B)(6) 2021 and then hospitalized. Customer stated that insulin pump was not working. Insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will not be returned for analysis.